Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and postlaminectomy pain. It was reported that the patient had never had a pump implanted, however the patient's healthcare provider (hcp) reported that the patient had a pump implanted on (B)(6) 2009, but it was explanted on (B)(6) 2009. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.